Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen and the issue was isolated to drawer 2. A field service engineer arrived onsite and found that the main half-height cubie drawer 2 was off the bus, inspected the drawer and observed no lights present, tested both controller cards and determined that the 2.2 controller card had failed, replaced the drawer 2.2 controller card, after which the drawer returned to the bus, released all cubies and inspected for debris; none were found, tested the drawer using diagnostics, and no additional issues were identified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es station was stuck on the black screen and the issue was isolated to drawer 2. There were no delay or adverse events or injuries reported based on this event.